Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin. There was no impact to the customer's blood glucose level. Tandem technical support explained fill estimate calculations. The customer declined to reload the cartridge and stated will call back if further assistance is needed.